Manufacturer narrative:
UDI number: ni. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that while implanting a screw, the tip of the polaris screwdriver sheared off and remained in the screw head. The broken tip and screw were removed and a new screw was inserted. There was no patient harm and surgery was delayed by 2 minutes.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that while implanting a screw, the tip of the polaris screwdriver sheared off and remained in the screw head. The broken tip and screw were removed and a new screw was inserted. There was no patient harm and surgery was delayed by 2 minutes.